Manufacturer narrative:
The evaluation showed, that the axle bolts in the back part are loose. The front and rear links are buckled. The ebs unit must be replaced. There were no serious injuries sustained as a result of the fall, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer a screw came out and it was making a loud noise. The patient did fall but had no injuries. Medical treatment was not required.